Event description:
Following a refill procedure, while still in the waiting room of the clinic, the patient started getting groggy/sleepy. The physician checked all the programming and was confident that the programming was correct. The pump was aspirated and they got back approximately 38 cc; they felt that the patient got 1 - 2 cc into her pocket, so they kept her for observation. The patient never lost consciousness. They administered IV narcan and then kept her for a couple of additional hours to make sure she was okay. Following that, the patient was doing fine. The physician attributed the partial pocket fill to the patient's weight/size. The physician felt that the needle probably backed out of her pump right at the end of the refill and a small amount of the medication was actually infused into the pocket. The device system was used to deliver dilaudid 25 milligrams per ml, clonidine 1.3 milligrams per ml and bupivacaine 30 milligrams per ml at a daily dose of 10.6 milligrams of dilaudid a day.

Manufacturer narrative:
(B) (4).